Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of -9.00 diopter in the patient's left eye (os) on (B)(6) 2015. Refractive surprise was noticed by the surgeon. The patient has unstable refraction and the surgeon is controlling his refraction periodically. The contact reported that without a stable refraction lens exchange cannot take place. Claim# (B)(4).

Manufacturer narrative:
PMA 510(k): this product is not marketed in the u.s. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -9.00 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. Refractive surprise was noticed. The lens remains implanted in the eye. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.